Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 20 mg/dl and was hospitalized on (B)(6) 2015 at 6:30 pm. The customer was treated for the low blood glucose with IV drip with the assistance or paramedics. The customer was informed that there could be many reasons for low blood glucose. The customer stated that there were air bubbles in the reservoir tube as well as a low reservoir alarm. The customer's meter was not working correctly as well. Furthermore, the customer stated that they were injecting more insulin than needed which may have caused the low. The customer declined trouble shooting the issue. No further information was provided.